Event description:
It was reported that the atrial lead dislodged and the patient was experiencing "flutter" due to pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2009. (B)(4).